Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra soft seal tracheostomy tube appeared to have a "crack". No adverse effects were reported.